Event description:
A delay greater than 2 hours was reported due to connection problems between implants. To correct this situation, the surgeon decided to implant a back up device instead.

Event description:
A delay of 90 minutes was reported due to connection problems between implants. To correct this situation, the surgeon decided to implant a back up device instead.

Manufacturer narrative:
The associated device was returned and evaluated. No destructive test performed on this retrieved component. Visual inspection of returned reflection size 54 shell did not reveal any physical damage. The size of 54mm verified and visual verification of the markings indicated the correct part number and size. There are no indications of any deviations in material or manufacturing process. A review of manufacturing records did not reveal any deviations that could have contributed to the reported issue. A review of complaint history revealed that we have not had any previous complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information be received, the complaint will be reopened. We consider this investigation closed.